Event description:
It was reported that there was insulation damage on the left ventricular (lv) lead. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: cd3231-40 ICD, implanted: (B)(6) 2011. (B)(4).